Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available.(B)(4).

Event description:
Material no.: 274407 batch no.: 9194262 it was reported that a hair was found in the packaging. Per email: please find below a new complaint for chloraprep 1,5ml (ref 274407). I was informed via email by a pharmacist of the [privacy] of [privacy], on (B)(6) 2020, of the presence of a long hair inside a chloraprep 1.5ml applicator (code 274407) and therefore, as for the new procedure , I am sending you the details of the pharmacist of the body that reported the complaint, so you can contact them and so you can arrange to withdraw the product: [privacy] e-mail [privacy] telephone [privacy] the customer does not appear to have sent any complaint to the ministry of health. An hair has been found.

Event description:
Material no.: 274407 batch no.: 9194262. It was reported that a hair was found in the packaging. Per email: please find below a new complaint for chloraprep 1,5ml (ref 274407). I was informed via email by a pharmacist of the [privacy] of [privacy], on october 30, 2020, of the presence of a long hair inside a chloraprep 1.5ml applicator (code 274407) and therefore, as for the new procedure , I am sending you the details of the pharmacist of the body that reported the complaint, so you can contact them and so you can arrange to withdraw the product: [privacy]. E-mail [privacy]. Telephone [privacy]. The customer does not appear to have sent any complaint to the ministry of health. An hair has been found.

Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos shows the presence of hair within the unopened packaging, verifying the reported failure. This most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing process. Production record review was completed for batch/lot 9194262 and no non-conformances were identified for this lot. As part of corrective actions, a head band was added to gowning requirements for manufacturing areas to prevent hair falling outside the head cover and hairnet. Awareness sessions were also conducted with production associates in regards to this failure. No further actions are required at this time. This failure mode will continue to be tracked and trended. See narrative below.